Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated two times on (B)(6) 2015 at 09:50:57 and 09:51:37. Rapid atrial fibrillation and motion artifact contributed to the false detection. The pt was conscious and outside at the time of the event. A review of the downloaded data indicates that the response buttons were not pressed during the event. The pt was taken to the hosp and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. (Other): device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4)- reuse; electrode belt sn (B)(4) - 01/2015 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.